Event description:
It was reported that the day after implant of the right ventricular lead the impedance was high and varying, the threshold was varying, and the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.